Event description:
It was reported that slow balloon deflation occurred. The target lesion was located in the right coronary artery (rca). A 3.5mm x 32mm promus element stent was deployed to treat the lesion. However, following stent deployment, the balloon had very slow deflation time. The stent delivery system was removed and the procedure was completed. No patient complications were reported. Patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).